Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, coronary artery bypass grafting (CABG) occurred. The physician implanted a taxus express2 3.5x8mm drug eluting stent to the distal right coronary artery. No patient complications were reported. Six months post implantation, follow-up coronary angiography was performed. The physician fully advanced the imaging catheter, but after the first run, upon removal of the pro2 catheter, the catheter became stuck. It is unknown if the catheter was stuck in the stent or in the severely tortuous and severely calcified lesion. The physician disconnected the luer connection and inserted a 0.025 guidewire, but the catheter remained stuck. The patient was sent to surgery. A vein graft bypass was performed from the aorta to the mid rca. No further patient complications were reported. Patient status post procedure is noted as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.